Event description:
It was reported that the battery of this pacemaker went from one year of longevity remaining to end-of-life (eol) status in a span of six months. Boston scientific technical services (ts) discussed the high level of how this device manages longevity as it relates to current bins. This device was likely operating on the edge of a current, then a small change in power consumption caused it to hop to a higher current bin, resulting in elective replacement indicator (eri). Ts stated that this is not likely a battery malfunction but an outlier observation due to the battery management design. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.